Event description:
It was reported that the patient never had a therapeutic effect. The patient stated that the manufacturer's representative was supposed to program the device after the surgery, but didn't program it until 2 weeks after. The physician had instructed for the device to be turned on 2 weeks after the implant due to an additional surgery of the c-spine. It was reported that the manufacturer's representative turned on the device while the patient was sitting down. After programming, the patient said he felt good with the program. The device was programmed to 10v. The patient stated that he stood up after the manufacturer's representative left and he fell to the ground. When the patient would lie down, his one leg moved to one side and one to the other, and they did not respond. The patient stated that his legs felt like they had a ton of weight, were heavy, and had not been able to walk since. The patient was also unable to lie on his back due to pain over the implant. On the day of the surgery the manufacturer's representative asked the patient where he wanted the device implanted, and the patient told him where. The patient then stated that the manufacturer's representative had said that the physician had placed the device at the wrong location, as it should have been lower, right above the buttock. The patient had requested for his physician to remove the device, as it was not helping his pain and adversely affecting his legs. The patient had an appointment scheduled with his physician for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the patient indicated that his legs were fine and he did not need help.

Event description:
Additional information was received. On (B)(6) 2012, a computed tomography (CT) scan confirmed spinal cord compression. It was reported that four days later on (B)(6) 2012 a revision occurred. The patient had an anterior cervical discectomy, a bone allograft placed, a posterior cervical laminectomy, and bilateral cervical arthrodesis. In addition, a thoracic laminectomy from t6 to t10 with decompression of the spinal cord and decompression of a spinal cord stimulator lead pad was performed. It was noted that the dura was significantly compressed due to scar tissue and the spinal cord stimulator itself. Bovie cautery was used in the area between t8 and t10. The patient recovered without sequelae. A previous lumbar fusion was reported. On (B)(6) 2012 a CT scan was performed. The spinal stimulator was seen entering the spinal canal at t11 level with its tip at the t7-t8 level. No abnormalities were noted. No further diagnostic studies were completed after this date. It was noted that reprogramming was requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).